Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose level was 660 mg/dl. Customer states that instructor didn't notice set was in body and insulin coming out of body. Customer states that she was getting blocked alarms and by the time she got home she was 600 mg/dl. Customer reported infusion set issues during training. Customer decline the troubleshoot because she states that she doesn't like her current set. The insulin pump will not be returned for analysis.